Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 500 mg/dl. For treatment, the pod was taken off and the patient was put on intravenous (IV) of insulin. The patient was prescribed novolin pens for manual injections of insulin. The pod was worn between 4 and 24 hours on abdomen. The patient was discharged after 6 days. The pod was discarded.